Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number/ manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2005 due to synovitis and pain. The tibial bearing was removed and replaced.